Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h4, h6, h10 the device was returned for evaluation. The device history record (DHR) was reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The complaint was confirmed from the evaluation of the unit. The lock has residue build up causing it to be rough when trying to lock it. The lock will need to be disassembled and old components will need to be replaced with new. The unit received without any of the rocker arms and case. The observed conditions were consistent with improper handling/ wear and tear. The definite root cause cannot be reliably determined. Device identifier # (B)(4).

Event description:
N/a

Manufacturer narrative:
Additional information received on 23jan2020 indicating that the device malfunction was discovered during inspection and was not used in any recent surgeries. There was no delay in surgery reported and no specific date of incident known.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra technical service associate reported that the a1114 mayfield infinity skull clamp had a locking screw that will not engage. There was no known patient involvement nor delay in surgery. Additional information has been requested.